Event description:
Clave port leakage reported. General report rec'd of multiple undocumented incidences of bleedback from the IV insertion site to the first port of the IV tubing closest to the pt. The IV sets were used on preemies receiving infusions of either hyperalimentation or 10% dextrose in water at unspecified rates. When the problem occurred, "the nurses attempted to clear the line by flushing the tubing with no further occurrence of bleedback." If the IV line had clotted, the IV was restarted and the tubing changed to resolve the problem. The customer reports no adverse pt reactions have occurred. Add'l pt info was requested, but no further info was available.